Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values one day after the sensor was inserted in the arm. It was reported that the patient passed out due to low bg. The patient was found by her spouse and had to be given nasal glucagon. The bg after treatment was 106 mg/dl while the cgm read 200 mg/dl. An ambulance was called, and emergency medical service (ems) gave her d50, and she was transported to the hospital where she was admitted. There is also mention of insulin administered at some point related to the event. There was no documentation of further medical intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2022. On (B)(6)2022, the patient experienced inaccurate cgm values one day after the sensor was inserted in the arm. It was reported that the patient's spouse found the patient passed out and during this time the cgm was displaying 200 mg/dl. He provided the patient nasal glucagon and called for an ambulance. When emergency medical services (ems) arrived, they provided the patient with d50. Ems checked the patient's bg after treatment and it was 106 mg/dl while the cgm was still displaying 200 mg/dl. The patient was transported to the hospital where she was admitted. There is also mention of insulin administered at some point related to the event. There was no documentation of further medical intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)